Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence due to an issue with the artificial urinary sphincter (aus) balloon. The patient reported that the balloon stopped working. The patient underwent surgical intervention to replace the aus and is healing at this time.